Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation. Per the implant records, the right groin was prepared in the usual fashion and the right common femoral vein was entered. Subsequently, a dilator and sheath were placed over the wire. An angiogram performed showed a patent right iliac vein. Using fluoroscopic guidance, the dilator and sheath were then advanced to the level of the low inferior vena cava (ivc), revealing no clots and the location of the renal vein orifices at the l1 level. The trapease ivc filter was deployed below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of these events approximately seventeen years and nine months after the filter implantation and further experienced stomach pain and anxiety related to the filter. The device was not returned for analysis. A product history record (phr) review of lot r1102637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inferior vena cava perforation, pain and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, possible long-term complications associated with filter implantation include, but are not limited to filter perforation of the vena cava wall. Additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The phr or the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the right groin was prepared in the usual fashion and the right common femoral vein was entered. Subsequently, a dilator and sheath were placed over the wire. An angiogram performed showed a patent right iliac vein. Using fluoroscopic guidance, the dilator and sheath were then advanced to the level of the low inferior vena cava (ivc), revealing no clots and the location of the renal vein orifices at the l1 level. The trapease ivc filter was deployed below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of these events approximately seventeen years and nine months after the filter implantation, and further experienced stomach pain and anxiety related to the filter.